Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the peritonitis and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or cycler set leak or defect reported for this event. There is no information provided for this event. All pd patients are at risk for infection due to a compromised immune system and because dialysis techniques increase the potential of microbial contamination. ((B)(6), 2012) this patient is also diabetic which increases the risk of infection. Based on the limited information and no reported defect, deficiency or allegation of such, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient experienced peritonitis. Upon follow up, the pdrn did not provide any other information.